Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem was cable failure, resulting in communication failure. The likely cause of the cable failure could not be determined. As a preventive measure for cable damage, the instructions for use contain the following statements: ¿"be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." ¿ "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and an e224 error was displayed on the monitor due to a shortage cable. In addition, a faded label on the rear cover was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k autoclavable camera head is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.